Manufacturer narrative:
Device passed the displacement test and self test. Device was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. No unexpected blood glucose meter communication errors or anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 481 mg/dl. Customer stated that no blood glucose received from meter and unable to connect. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.